Event description:
In a literature report by andrew j. Sacco in contact lens spectrum (B)(6) 2011, an optometrist reported a pt experienced burning and red eyes for several weeks following the use of this product. He stated she discontinued contact lens wear for several days and her symptoms resolved. He noted when she returned to resumption of lens wear her symptoms promptly returned. The optometrist reported slit-lamp examination revealed superficial punctate keratopathy (spk) in her left eye and infiltrative keratitis in her right eye. He noted he diagnosed contact lens - associated infiltrative keratitis (claik) and placed the pt on an antibiotic/steroid ophthalmic suspension four times a day for one week. He stated f/u the pt's corneas were clear and she in now using a hydrogen peroxide based contact lens solution. He reported to date the pt has remained symptom and infiltrate free. This report is for one of three pts associated with this literature article.

Manufacturer narrative:
Eval summary: the complaint device was not rec'd for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No root cause could be determined. Add'l info was requested via phone on (B)(6) 2011. Citation: sacco, a.j. (2011). Contact lens - associated infiltrative keratitis and multipurpose solutions. Contact lens spectrum, 26 (4), 40-45. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).